Event description:
A pt reportedly was unable to obtain a reading from pt's surestep meter. Pt's meter allegedly would only prompt "error 6" messages and would power off during use. Unable to resolve with troubleshooting. There was no result on their meter. No treatment reported. No further info has been reported.